Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Then medtronic representative was able to re-align the drive wheel assembly which resolved the drive wheel rubbing issue. The x-stage covers were adjusted, the fuses were replaced, the hand-switch was replaced, and the monitor bracket was replaced. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after pulling the imaging system from the crate, several issues were discovered. The right drive wheel and chain were rubbing, the x-stage cover was binding, the gantry was unable to fully extend out or in, the hand-switch had a broken clip, the mobile view station (mvs) fuses (f11 and f12) were shorted, and the mvs monitor metal bracket had broken/missing metal pins. No patient was present during the time of the reported incident.

Manufacturer narrative:
Additional information: attached is a request for additional information letter sent to the FDA on 05/26/2017. This letter contains additional information including a summary of all the investigation activities related to the reported event. The hardware investigation of the returned handswitch found that the reported event was related to a physical damage issue. Visual inspection confirmed the handswitch had a broken clip, and the coiled cable was stretched. The handswitch was installed in a test imaging system and it was found that 2d, 3d, and store feature were all fully functional. Outside of the physical damage, there was no functional problem found with the returned handswitch. The reported event was confirmed.